Event description:
It was reported that the patient was presented for a routine follow-up, and the atrial lead exhibited noise and auto mode switches. The lead remained implanted and the patient would be monitored.